Event description:
The pt is reportedly experiencing pain when using her internal device. Testing of the device showed that the device is functioning. The pt's surgeon has decided to proceed with a revision surgery. Revision surgery will be scheduled.